Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, the exact cause of the aortic root rupture is unknown. It was noted that it possible that it was lifted by the wires during the sheath introduction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
It was reported that after the delivery system crossed the native annulus, before the valve was deployed, there was an aortic root dissection that originated between the non coronary cusp and the left coronary cusp. The approach was tao due to severe lung disease. Surgical cut down was performed via mini-j sternotomy and the aorta was accessed with an 18g needle. A 6f sheath was inserted into the aorta and the .035 st wire was placed into the lv. Bav was performed holding respirations and utilizing rvp. During the first inflation the balloon moved into the ventricle and the bav balloon was repositioned and the bav was repeated. The bav balloon was exchanged for the 26mm ascendra iii delivery catheter. The ascendra iii with crimped 26mm sapien would not cross the valve. The proctor suggested dialing in 1cc of contrast to assist in advancing the system across the native annulus. The sheath was also advanced deeper to provide more support in crossing the valve. With visible force the ascendra iii crossed the native annulus. Tee noted at this point that in both the short axis view and the long axis view there was an aortic root dissection that originated between the non coronary cusp and the left coronary cusp. The patient was hemodynamically stable. The 26mm valve was deployed holding respiration and utilizing rvp. Post deployment the patient recovered and trace pvl was noted with no central. The system was removed and the aorta repaired in usual surgical fashion. An aortogram was repeated. When the ascendra iii was removed from the body there was a visible kink in the distal section of the delivery catheter. The patient remained stable. Angiography and tee were review in depth post procedure and via the angiography it appeared that the dissection was visible prior to the bav. The team is unsure of the actual cause; the thought was perhaps it was lifted by the wires during the sheath introduction. The patient did not have a porcelain ao, but there was a significant amount of disease throughout his entire aorta.